Event description:
Surgeon fired the instruement and after releasing the stapler from the tissue he noticed that the middle of the staple line had not formed. The staple leg was opened and did not close. The proximal and distal staples had formed. The cut line was completee from proximal to distal. The staple line was stitched over and there were no adverse patient outcomes.